Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: quotation from the reporter: "unit froze up for several minutes and couldn't be changed or interfaced with." No additional information was received. No logfiles were provided. According to the complaint description, the event occurred during ventilation of a patient, resulting in patient harm. However, no further details were provided. Additionally, a medical intervention was necessary, but the specific type of intervention required was not specified. Moreover, the manufacturer was informed that the user reported this event to local authorities, although no reference number was provided. Further inquiries have been sent to the customer to obtain additional details about the event.

Manufacturer narrative:
It was reported the device "froze up for several minutes and couldn't be changed or interfaced with" while "on patient". Currently unknown if there was any harm to patient, user or third party, treatment delay; interruption of ventilation or medical intervention. Additional information requested. The event date was reported as (B)(6) 2025; however, review of provided device logs only covers events up to (B)(6) 2025; which most probably indicates to the period of the incident. Ventilation started on niv-st in (B)(6) 15:48:06. The device subsequently trigger various alarms: 'vt low', 'low minute volume', 'vt high', 'high minute volume', 'low oxygen', 'loss of peep', 'low pressure', 'check flow sensor tubing'; then switched from niv-st to pcv+, with sensor failure mode ventilation initiated. The pattern continued until the device switched to standby, alarmed with 'check flow sensor tubing', 'disconnection on patient side', and 'external flow sensor failed'. Flow sensor calibrations were attempted afterwards but failed, and the device was turned off. This strongly suggests the gui was intermittently responsive or entered a partial fault state prior to this. Service software was activated at 16:26, suggesting a technician or staff member rebooted or switched to a service environment to investigate the freeze. Service software tests were last performed on october 21, 2024. Attempts were made to obtain information regarding the resolution of the reported event, and none were provided. Issue resolution remains unknown.

Event description:
Hamilton mil t1 sn (B)(6) had incident on patient, unknown date/time unknown full issue, said unit froze up for several minutes and couldn't be changed or interfaced with.